Manufacturer narrative:
Correction of product code from qla to qky based on FDA feedback and added aware date (g3).

Manufacturer narrative:
Ccds staff and hcp are in discussion providing additional information concerning the decontamination process as well as faqs answering customer questions concerning mask fit. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported after decontamination strap broke on first attempt to wear. The mask associated with this event was decontaminated with the battelle ccds "closed system" process.